Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin drops out of the end of the infusion set tubing. Reportedly, the customer filled tubing multiple times and did not see insulin drops. The tubing was changed and no drops were seen during fill tubing with the new infusion set tubing. No drops were seen out of the cartridge patient line. The customer changed the cartridge and resumed insulin delivery. The reported issue did not impact the customer's blood glucose level. The customer stated that it was possible that the customer forgot to put insulin inside the cartridge.